Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump was received with minor scratched display window, broken off battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had blank display. The customer¿s blood glucose level at the time of incident was 171 mg/dl. The customer reported that when the insulin pump was facing her horizontally, on the top right a plastic piece was missing. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.